Event description:
It was reported that: "opti0410csfmx would not detach after solid green light was observed on xcel handle. 5-8+ attempts were made to detach the coil with multiple xcel handles. Physician attempted to remove the optimax coil and it detached into the mca artery. Physician was able to retrieve the optimax coil after 1 hour. Physician pulled multiple handles to see if it was because of the xcel handle." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of atypical no external power alarms and damage to the system controller power cables was confirmed via the submitted log file and image respectively. Throughout the log file, atypical no external power alarms are captured when the black power cable is disconnected, and the white power cable is connected. The alarms are resolved by the time the next data is logged, and power is restored to the black power cable. The backup battery was active during these events. The no external power alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. The submitted log file from after the system controller was exchanged showed the system operating as intended. The submitted image of the system controller power cables show damage to the white power cable connector nut and a missing connector nut on the black power cable. The provided information indicated the alarms resolved after the system controller was exchanged. Multiple attempts were made to obtain additional information regarding the cause of the alarms, description of troubleshooting steps, serial number of system controller, status of any product return; however, no additional information was provided and to date, no product has returned for further analysis. A root cause for the reported events was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate ii system controller not being reported. The heartmate ii instruction for use (rev. C) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve no external power alarms. The heartmate ii instruction for use, section 3, entitled ¿powering the system¿, advises the user to only hand tighten the connector nut when connecting the system controller to external power, as using tools can cause damage. The heartmate ii patient handbook ( rev. C) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.